Event description:
Report received of an operator error in programming the device resulting in the patient receiving less medication than intended. The customer contact reported that the patient was to receive 100mg/100ml of cardizem (diltiazem) at a dose of 5mg/hr as treatment for supraventricular tachycardia. The pump was programmed while the patient was being treated in the emergency room. No specific programming parameters were provided. After an unspecified length of time, the patient reportedly coverted to sinus rhythm and was transferred to the cardiac stepdown unit. After the transfer, the nurse noted that the device was delivering at "1mcg/min." There were no reported adverse patient effects. No medical interventions were required. Reportedly, the patient was discharged in good condition on an unspecified date. Upon review of the device event history, the customer contact indicated the event was the result of an operator error in programming the device.